Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii failed to load as the seal did not fold properly for insertion into the delivery device; the seal "rolled out of the folding arms". There was no patient contact with the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly was inside of the delivery device. The seal and the anchor tab were extended outside of the device. The seal and the anchor tab were extended outside of the delivery device. The green slide lock and the white plunger were depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the evaluation results, the reported complaint could not be confirmed for failure to load; however, it was confirmed for premature deployment. The results of our evaluation and a copy of the heartstring iii IFU are being provided to the customer for review. A lot history record review was completed for the reported product lot number . There was no nonconformance recorded in the lot history. (B)(4).